Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) and an enlarged atrium for a second mitraclip procedure to stabilize a single leaflet device attachment (slda) that was implanted on (B)(6) 2023. During deployment establish final arm angle (efaa), the clip was closed to 10-15 degrees. The clip opened continuously to 20-25 degrees when the knob was going from the neutral knob position. Troubleshooting was performed, but the clip continued to open. The clip arms were closed and deployment was continued without re-performing efaa. The clip arms remained closed post-deployment. A second clip was implanted. The final mr was grade 1-2. There were no reported adverse patient effects and no clinically significant delay. No additional information was provided. Correction report for final it was reported that on (B)(6) 2025, a patient presented with recurrent grade 4+ degenerative mitral regurgitation (mr) and an enlarged atrium for a second mitraclip procedure. The single leaflet device attachment (slda) was stabilized during the initial procedure on (B)(6) 2023. The second procedure was to further reduce the mr.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening during efaa/establish final arm angle could not be determined. The reported improper or incorrect procedure or method (user error) was associated with the user continuing with the procedure despite unsuccessful establish final arm angle (efaa) check prior to clip deployment. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr) and an enlarged atrium for a second mitraclip procedure to stabilize a single leaflet device attachment (slda) that was implanted on (B)(6) 2023. During deployment establish final arm angle (efaa), the clip was closed to 10-15 degrees. The clip opened continuously to 20-25 degrees when the knob was going from the neutral knob position. Troubleshooting was performed, but the clip continued to open. The clip arms were closed and deployment was continued without re-performing efaa. The clip arms remained closed post-deployment. A second clip was implanted. The final mr was grade 1-2. There were no reported adverse patient effects and no clinically significant delay.